Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative visited the customer site and discovered that the facility was operating the evis lucera elite gastrointestinal videoscope without a water filter. In addition, a new filter utilized was clogged. The event occurred during processing and there was no patient harm or user injury reported due to the event. This reported is related to patient identifier c22178749 for the endoscope reprocessor that was used with the evis lucera elite gastrointestinal videoscope

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling and insufficient or incorrect reprocessing. The event can be prevented by following the instructions for use (IFU) which state: 4.3 workflow for cleaning and disinfecting endoscopes and accessories using an aer/wd as for the contents regarding the use of the water filter, the following description was found when the contents of the instruction manual of oer-4 are confirmed. As a result, it is judged that the suggested event can be prevented. 7.2 replacing the water filter (maj-824). Olympus will continue to monitor field performance for this device.